Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer allowed the pump battery to deplete, turned the pump back on, and loaded the same cartridge. Customer resumed insulin and received another occlusion alarm. Customer changed out the cartridge. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation should new relevant information become available a supplemental report will be submitted.